Manufacturer narrative:
Results: a sample is not available for evaluation. Retention samples were evaluated and all met requirements. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6176232. A manufacturing review revealed no abnormalities with machine maintenance, calibration, machine settings, or product inspection records that could have influenced the customer's reported issue. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the parents of an (B)(6) year old patient used a 31 g x 5 mm bd¿ pen needle to inject a growth hormone into the patient's abdomen. During the injection, the needle broke off in the patient. The patient went to a hospital where he/she received a CT scan. The needle was visualized on the CT scan and on (B)(6) 2017 the patient had surgery to remove the broken needle. However, during surgery the broken needle was unable to be located and was not removed. The physician suggested to recheck the wound and discuss further treatment. Additional information about further treatment was not provided.